Event description:
It was reported by the customer that the pyxis medstation es system drawer failure and not recognized. A customer indicated that there had been delays in issuing medication for patients due to a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that upon arrival, the auxiliary matrix drawer 7 was unable to be assigned. A field service engineer performed a reboot and discovered that the firmware update had not been successful. Subsequently, the drawer controller board was replaced, allowing for a successful firmware update. This enabled the configuration of the drawer and the loading of medications. The system functioned as intended after field service engineer troubleshooting.